Event description:
Probes won't attach to our holster and some of the probes have tubing that is broken and not attached to the probe itself. 6 failed products with this issue. No patient contact- no patient harm.